Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient with ECG leads and diagnosed as bradycardic with a heart rate of 36. As the patient's heart rate dropped to 26, the medics attached disposable pacing/defibrillation/ECG electrodes to the patient to initiate pacing and leads were switched to paddles. After the patient was loaded into the ambulance, pacing was initiated but, according to the reporter, the device alarmed connect cable and the device would not pace the patient. According to the reporter, connections were checked and the therapy cable was swapped out but without success. No backup device was used and the patient was not resuscitated. There were no reports that any adverse affects to the patient occurred as a result of the device use.